Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for two (2) colony forming units (cfus) of shigella dysenteriae. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer) after the ercp on (B)(6) 2023, which was completed at 1:36pm. Manual cleaning of the scope commenced at 1:37pm. Aer reprocessing commenced at 2:01pm and was completed at 2:32pm. Sampling of the scope for culture testing was performed. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6), 2023, to perform an observation of the reprocessing techniques. The ess noted the facility technician did not check the condition of the distal end flushing adapter, did not perform flushing of the distal end flushing adapter, and did not dry the connector cap and venting connector. The facility technician moved the angulation knobs for the entire time while leak testing and did not observe the scope but instead looked at the clock the entire time. The facility technician did not know where to look for bubbles, performed improper leak testing, did not dissemble the distal end flushing adapter in water, did not open and close the instrument outlet three times, and did not check the disinfectant concentration. The ess educated the facility technician on the proper reprocessing steps. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: d9, h3, h6 (removed 4114 - device not returned). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus after culture testing. There was a cut on the elevator wire, which caused prevented smooth operation for guide wire tension and the movement too light on the catheter. The nozzle had already been removed due to the sampling, scratches and deep dents were on the control body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Shigella dysenteria is a facultative anaerobic gram-negative bacillus, whose only native host is the intestines of humans and primates. This species can be pathogenic in an opportunistic setting and has been linked to numerous complications and outbreaks connected to gastrointestinal health. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 4 of the 12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified shigella dysenteria (high concern - hc). But rather shows evidence of possible lab contamination to the scope. However, the exact could not be determined. Shigella dysenteria is identified as a hc organism per both, the olympus protocol and the FDA¿s definition for this 522 study. Based on the sponsor¿s literature research, shigella dysenteria has so far not been described in literature as being associated to patient infection caused by endoscope contamination during ercp. Due to the nature of this organism¿s lifecycle, its likley that the observed contamination may possibly by related to the patient use. However, due to this sample¿s low cfu count, contamination may also be attributed to the reprocessing and / or sampling environment. In an abundance of caution, this sample cannot be excluded a having a relationship to patient use. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.